Manufacturer narrative:
The customer indicated that there were no system errors, controls were acceptable and there were no issues with other chemistries. Service was not requested. This appeared to be a reagent related issue. MDR#2050012-2012-00104 documents the discrepant c4 results generated on (B)(6) 2011.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding discrepant complement c4 results generated by their unicel dxc 600 synchron clinical system. The customer mentioned that they were seeing recovery issues when running c3 and c4 on green top tubes (li heparin) vs red top tubes. Per customer, they were light green bd vacutainers. The discrepant c4 results generated on (B)(6) 2011 are documented in a separate report. The customer called back on (B)(6) 2011 saying they found six samples of which only two matched. Bec recommended running c3 and c4 from red tops until further notice. The erroneous results were not reported outside of the laboratory and there was no impact to patients with regard to this event.